Event description:
The patient was revised at l2 & l3 with everest screws after the rod slipped out of the poly screw positioned at the end of the construct at l3.

Manufacturer narrative:
The implants were not returned and could not be evaluated. There were no manufacturing or inspections discrepancies. The patient has been paralyzed since 8 and the surgeon felt that the hardware saw a lot of force; the patient complications may have contributed to the incident. Device retained by patient.